Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the tray of the 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was cracked, and foreign matter was found inside. There was no report of injury or medical intervention.

Manufacturer narrative:
Three empty 5ml trays were received by bd canaan and reported to be from batch #7030794 (p/n 309703). The samples were visually evaluated. All three trays had large cracks in their divider walls. Furthermore, 2 of the 3 trays were confirmed to have foreign matter taped to the inside of the trays larger than level 3 in size, which is a rejectable condition. The fm was identified as a strand of hair and an unidentified fiber. Both of the issues referenced in this complaint are known issues. Quality has previously reviewed, evaluated and investigated these failure modes. No further action is required at this time. (B)(4) exist for cracked trays and fm on this machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.